Event description:
Customer reported device - 318 mg/dl at 10 am. Customer took 20 units of insulin. At 12:30 pm, cusotmer felt sweaty, lethargic, and passed out. Cusotmer's son tested device and = 199 mg/dl. Family member called medics and their device = 60 mg/dl and customer's device = 93 mg/dl. Customer ate a candy bar. No controls used. A request was made for return product and replacement product was sent.